Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has ineffective therapy with their cervical and thoracic systems reprogramming was unable to resolve this issue. Surgical intervention may be pending to address this issue.